Event description:
Fd personnel responded to a male complaining of chest pain. The pt was placed on 15 liters oxygen, given one spray - .4mg - nitroglycerin, and aspirin. During treatment, the pt went unconscious and into ventricular fibrillation and appeared to have seizure-like activity. The pt was placed on his back, as his EKG stated he was in ventricular fibrillation. Paramedics immediately shaved the pt's chest hair, placing the pads in the appropriate position and administered 200 joules using a medtronic lifepak 12, pn vlp12-02-005158. As the pt was shocked, paramedic described an arc from the upper pad to the pt's hair. One emt described burning embers on and about the pt and immediate area. A firefighter-emt on scene immediately smothered the flames. The pt was still on 15 liters of oxygen when he was shocked. The pt converted to a junctional rhythm and regained blood pressure and pulse. Pt was transported via paramedic ambulance to the hospital. The pt sustained 4% - 1st and 2nd degree burns about the right clavicle, and right side of neck and head, including his right eyebrow. There appeared to be no respiratory involvement per the hospital doctor .